Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection showed almost the entire hex tip had broken off just above the transition to the shaft. The break is jagged on one corner but straight otherwise. This lot was manufactured in november 2001 prior to the design change that took place. This complaint is valid from a design standpoint. There have been no complaints for this condition in the 2 year history for revisions post CAPA implementation. A review of the device history records has been requested.

Event description:
It was reported that on (B)(6) 2013 the surgeon was using a cannulated screwdriver during right hip surgery. The screwhead of the screwdriver broke off as the surgeon was tightening the screw. The piece was retrieved and the surgeon finished the case with a power shaft. It was reported that the surgery was not prolonged and there was no adverse effect to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. No non conformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.